Event description:
It is reported that a revision surgery has been advised due to too much side to side movement with the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.